Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the o ring inside lip of reservoir compartment was missing and insulin leaked at the reservoir. The customer¿s blood glucose was 141 mg/dl. Troubleshooting steps were provided for insulin pump issue. Customer was reported that they performed self test and the test was passed. The insulin pump will be returned for analysis.